Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-may-2021 to 09- may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer had failed. A field service engineer found that two cubies failed to popping out. Replaced mini drawer board to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system experienced continuous drawer malfunctions during procedures and induction resulting in delay to patient care. Customer stated users had to recover and re-inventory drawer to access required medication. Customer did not disclose any additional information regarding the alleged events. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system experienced continuous drawer malfunctions during procedures and induction resulting in delay to patient care. Customer stated users had to recover and re-inventory drawer to access required medication. Customer did not disclose any additional information regarding the alleged events. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced continuous drawer malfunctions during procedures and induction resulting in delay to patient care. Customer stated users had to recover and re-inventory drawer to access required medication. Customer did not disclose any additional information regarding the alleged events. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and found no drawer failures but identified two cubie storage spaces that were difficult to remove. The field service engineer replaced the mini drawer board and cleaned medication residue from the mini drawers to resolve. Device was tested and confirmed operational.